Manufacturer narrative:
Change in annex a codes based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection,no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 photo was received for this complaint. Refer to attachment a. Photo shows an ac. No broken catheter was observed. Blood is observed on the floswitch housing surface. 1 sample was received. There is no broken catheter observed on the sample. ] blood is observed on the floswitch housing of the sample. The sample was sent for decontamination. A v-cut hole is observed on the catheter tubing approximately 1mm aways from the nose of the catheter. Arterial cannula tube draw machine the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the hole in the catheter tubing. Arterial cannula assembly machine the catheter lube pad comes in contact with the catheter tubing during catheter lube in the an machine. The sponge in contact with the catheter tubing, however the location does not coincides with the complaint sample. The sponge used for lubrication is also a soft material. There is no troubleshooting done during the lube pad holder during the manufacturing of this batch. A simulation has been carried out by retracting the needle grip assembly and re-inserting it back into the catheter housing with the catheter tubing bending downwards (refer to figure 5). After the simulation, a v-cut is observed on the catheter tubing near the nose area on the front side of ac similar to that observed on the returned sample. From the investigation above, the v-cut in the catheter tubing could have happened outside the manufacturing facility. The complaint trend will be tracked and monitored.

Event description:
Blood leaking from the product during use. The patient was anesthetized and in that context an a-cannula was inserted. The a-cannula is placed on the first insertion without complications and the anesthesiologist knows for sure that she has not withdrawn the needle and inserted it into the catheter again. When the a-cannula has to be reset on the monitor, it was not possible, and when inspecting the a-cannula, it was discovered that blood has flowed out around the catheter and flowswiths are "linked". The a-needle catheter was removed and it is seen that the catheter is broken where the blood flows out. Nothing happened to the patient other than that a new a-cannula was inserted without problems.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 photo was received for this complaint. Photo shows an ac. No broken catheter was observed. Blood is observed on the floswitch housing surface. 1 sample was received. There is no broken catheter observed on the sample. Blood is observed on the floswitch housing of the sample. The sample was sent for decontamination. A v-cut hole is observed on the catheter tubing approximately 1mm aways from the nose of the catheter. Arterial cannula tube draw machine the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the hole in the catheter tubing. Arterial cannula assembly machine: the catheter lube pad comes in contact with the catheter tubing during catheter lube in the an machine. The sponge in contact with the catheter tubing, however the location does not coincides with the complaint sample. The sponge used for lubrication is also a soft material. There is no troubleshooting done during the lube pad holder during the manufacturing of this batch. A simulation has been carried out by retracting the needle grip assembly and re-inserting it back into the catheter housing with the catheter tubing bending downwards. After the simulation, a v-cut is observed on the catheter tubing near the nose area on the front side of ac similar to that observed on the returned sample. From the investigation above, the v-cut in the catheter tubing could have happened outside the manufacturing facility. The complaint trend will be tracked and monitored.

Event description:
Blood leaking from the product during use. The patient was anesthetized and in that context an a-cannula was inserted. The a-cannula is placed on the first insertion without complications and the anesthesiologist knows for sure that she has not withdrawn the needle and inserted it into the catheter again. When the a-cannula has to be reset on the monitor, it was not possible, and when inspecting the a-cannula, it was discovered that blood has flowed out around the catheter and flowswiths are "linked". The a-needle catheter was removed and it is seen that the catheter is broken where the blood flows out. Nothing happened to the patient other than that a new a-cannula was inserted without problems. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm blood leaking from the product during use. The patient was anesthetized and in that context an a-cannula was inserted. The a-cannula is placed on the first insertion without complications and the anesthesiologist knows for sure that she has not withdrawn the needle and inserted it into the catheter again. When the a-cannula has to be reset on the monitor, it was not possible, and when inspecting the a-cannula, it was discovered that blood has flowed out around the catheter and flowswiths are "linked". The a-needle catheter was removed and it is seen that the catheter is broken where the blood flows out. Nothing happened to the patient other than that a new a-cannula was inserted without problems. During use.